Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 587 mg/dl and 288 mg/dl. The customer was treated with injections. The customer reported that they had no delivery alarm and changed set blood glucose was 567 changed her set again. The customer allege pump was under delivering because they received a no delivery alarm and bent cannula. It was reported that the customer declined to troubleshoot for other factors. The insulin pump will not be returned for analysis.